Event description:
Right pressure unit does not inflate.level 1 system 1000 device.patient had cardiac arrest and required open chest. Once opening, heart was empty but rapid level one infuser bladder on the right would not inflate and would not rapidly infuse.